Event description:
Event description boston scientific received information that this bifurcated lead, with both atrial and ventricular lead sections, was to be surgically abandoned due to the atrial section oversensing. A revision procedure was done later, and at the procedure the lead was found to be fractured. The lead was surgically abandoned. The pacemaker was elcetively explanted at that procedure. The entire pacing system was moved to the patient's other side. A new pacemaker and a new atrial and ventricular lead were implanted.